Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving clonidine 200mcg/ml for a total dose of 33.91mcg/day and dilaudid (hydromorphone) 8mg/ml for a total dose of 1.3565mg/day via an implantable pump for non-malignant pain and radiculopathy. It was reported the patient tried to administer a bolus and the personal therapy manager (ptm) was showing code 8476 meaning motor stall and the alarm screen. It was noted the alarm was not heard, but the patient's wife stated they were hard of hearing. They were going to follow up with healthcare professional (hcp). It was noted the patient received an injection on (B)(6) 2018 and has been feeling fine since the injection. The patient was due for a refill on (B)(6) 2018. It was later reported the patient's wife called back stating they went to see the hcp today ((B)(6) 2018) and the hcp read the logs from the pump. It was noted the patient had an magnetic resonance imaging (MRI) on (B)(6) 2018 and the pump never turned back on. While the patient was at the office they gave him a bolus and now the pump was operating as it should now. It was later reported from a manufacturer representative that the motor stall was due to MRI and it was confirmed with the hcp. It was noted that the motor stall has now recovered and no further actions needed at this time. The event date was (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.